Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity,

Event description:
The biomedical technician at the user facility reported that the 2008k hemodialysis (hd) machine generated a conductivity low message. There were no audible alarms because the dialysate lines were on the shunt. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed indicated that a burning smell was present and ic19 on the actuator test board was found to be burnt. The biomed replaced the actuator test board and the bicarb pump to resolve the issue. Follow-up was provided by the biomed who confirmed the presence of burn damage to ic19 of the actuator test board. No other burnt, charred, or melted components were observed. Following the parts replacement, the unit was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that burn damage was present on ic19 of the actuator test board. The biomed replaced the actuator test board and the bicarb pump to resolve the issue. No other burnt, charred, or melted components were observed. Following the parts replacement, the unit was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.